Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately two years following an intraocular lens (iol) implant procedure, a foreign material was confirmed to be on the surface of the implanted lens. The patient reported decreased visual acuity. A yag was performed, but a white foggy sticky foreign material was adhered to the lens surface and not the posterior capsule. The material did not vanish, however the patient reports being able to see clearer after the yag procedure. The lens remains implanted. Additional information was requested.